Manufacturer narrative:
Additional information: according to the information received from the field the implant housing gradually migrated from its intended position. Further in situ measurements showed a temporary increased ground path impedance likely caused by an air bubble above the reference electrode. Re-implantation is planned but no further information has been received.

Event description:
It was reported that the user had intermittent sound. An audiology appointment was performed. The user also reported that the implant gradually moved over the last 3 months. Re-implantation/repositioning is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the user had intermittent sound. In situ measurements completed in (B)(6) 2025 showed fluctuations in continuous mode. It is considered to proceed with surgical intervention.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the implant housing gradually migrated from its intended position. Further in situ measurements showed a temporary increased ground path impedance likely caused by an air bubble above the reference electrode. This is a final report.

Event description:
It was reported that the user had intermittent sound. An audiology appointment was performed. The user also reported that the implant gradually moved over the last 3 months. The user was reimplanted.